Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during rewind. Blood glucose value was unknown at the time of the incident. The customer did not troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime/ compromised force sensor system test, excessive no delivery test and displacement test due to motor error alarms. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and stained address/serial number label.